Event description:
Event description guidant received information that this implantable transvenous defibrillation lead 90158) exhibited high paching threshold measurements that lead to loss of capture. The lead was repositioned, however, the thresholds again rose the day following the reposition. An attempt was made to place another implantable transvenous defibrillation lead (0148) but there was no suitable spot in the heart that could be paced under 7.0 v. Subsequently, both leads were explanted and a non-guidant lead was implanted. It is reported that the patient has scar tissue from previous myocardial infarctions.